Event description:
The account alleged the bed will not go into reverse trendelenburg position. No injury reported.

Manufacturer narrative:
The account stated that they may not be repairing the bed. No further info is available on the repair of the bed at this time.